Event description:
It was reported that the surgeon was using a eyeonics crystalens using a microstaar injector and the haptic was caught behind the plunger tip while inserting and the haptic tore off. The original incision was enlarged to remove the lens and a second crystalens was inserted, no suture required. They reported, it was due to the lens injector.